Event description:
Pt was revised to address a loose cup.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, scarring and disfigurement; metal poisoning and metallosis due to metal debris after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specs or contributed to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.